Event description:
The manufacturer received a voluntary medwatch, (B)(4), alleging a patient fell asleep while smoking a cigarette while using an everflo oxygen concentrator and caught the oxygen tubing on fire. The patient sustained second degree burns to her heel and ankle. The device is not returning to the manufacturer service center for evaluation. The device was returned to durable medical equipment (dme) supplier. The dme was contacted and they confirmed that there have been no oxygen concentrators returned with thermal damage. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."